Event description:
It was reported that following the implant procedure of an implantable cardioverter defibrillator system, the physician observed atrial cross-talk over-sensing on the ventricular channel, which was unable to be resolved by reprogramming. X-ray imaging was performed which suggested that the right ventricular (rv) lead was positioned poorly over the atrium, which was also confirmed by a boston scientific technical services review. The physician programmed the device to monitor only over the weekend and on monday, the rv lead was successfully repositioned to resolve the event. During the procedure, the right atrial (ra) lead was also straightened to prevent further over-sensing. At this time, the rv and ra leads remain implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the malposition of the lead cannot be established, as the product remains implanted and has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead has not been returned for analysis. Therefore, the root cause of the reported malposition of lead cannot be confirmed. Risk review: a risk review was completed and confirmed that the event of malposition of device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information (and in the absence of lead return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that following the implant procedure of an implantable cardioverter defibrillator system, the physician observed atrial cross-talk over-sensing on the ventricular channel, which was unable to be resolved by reprogramming. X-ray imaging was performed which suggested that the right ventricular (rv) lead was positioned poorly over the atrium, which was also confirmed by a boston scientific technical services review. The physician programmed the device to monitor only over the weekend and on monday, the rv lead was successfully repositioned to resolve the event. During the procedure, the right atrial (ra) lead was also straightened to prevent further over-sensing. At this time, the rv and ra leads remain implanted and in-service. No additional adverse patient effects were reported.